Event description:
It was reported that loss of ventricular capture due to microdislodgement of the lead. The patient was not pacemaker dependent. When capture could not be obtained after multiple reposition attempts, the lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.